Event description:
It was reported that during a da vinci si myomectomy procedure, the insulation at the tip of the permanent cautery spatula instrument broke and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found a the ceramic sleeve to be broken off and completely missing. One yaw pulley cable was found to be derailed at the pulley. No other damage was found.